Event description:
The customer reported that the system would display random error codes. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative repaired the power cord wires. The system was tested and found to be working as intended and put back in service.